Event description:
Customer reported that her meter would not start when inserting the test strips and were unable to test. As a result, they experienced dizziness, nausea, shakiness and "felt like (she) wants to pass out". Customer stated she was seen at a local hospital, diagnosed with hypoglycemia and treated with an IV (solution unk) and prescription medicine. It was discovered through adc customer service, the customer was attempting to use incompatible test strips with her meter. Numerous attempts were made to clarify medical issue and strip use. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The customer was attempting to use incompatible test strips. No investigation is required. This is a final report.